Manufacturer narrative:
A partial lead with the distal tip measuring 44.3 cm was received for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the right ventricular lead exhibited high capture thresholds during device check in the clinic. It was noted that the patient¿s ventricular pacing percentage had increased within the last year and patient had become pacemaker dependent. The patient reported experiencing syncopal events at home, the physician suspected it was due to intermittent loss of capture on the lead. The device was reprogrammed to higher output until lead revision. The physician noted that the patient occasionally hunts and uses the right shoulder. Lead fracture was suspected. The lead was explanted and a new system was implanted on the left side. There were no complications and the patient was in stable condition throughout the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.